Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history record was reviewed on 11 feb 2019. 2 unrelated non-conformances were found on this lot number. Final micro and sterility tests were passed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to experiencing tibial pain and loosening of the tibia component at the cement to implant interface. Depuy cement was used. Tibia was found to be loose upon exploration. Revision surgery was performed to replace tibia. Doi: (B)(6) 2015. Dor: (B)(6) 2021. Left knee.